Event description:
Reporter indicated a vns patient was having painful stimulation at the vns electrode site once every hour. Vns diagnostics were performed the day before the patient began experiencing the painful stimulation every hour. It is believed the vns diagnostics test was interrupted, causing the vns settings to change. Attempts for vns programming history from the reporter have been unsuccessful to date.